Manufacturer narrative:
Translated user report received on december 21st, 2016 indicated that the "low flow" alarms could basically be detected due to the controller display as the acoustic alarm was hardly noticeable. It was further stated "it cannot be reliable assessed to what extent this event sustainable affected the health state of the patient". Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The instructions for use (IFU) and patient manual instructs users to return any damaged components to the manufacturer. According to the IFU, controllers are expected to function for at least one year. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient's controller was noted to have a low audible alarm. The controller was subsequently exchanged with no reported consequence or impact to the patient. No further information was provided.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was not confirmed via functional testing. Controller performed as intended during bench testing. Audio response to a high priority alarm was confirmed when the motor cable was disconnected. Loudness and pitch were no different from known working controllers. The reported event could not be confirmed nor duplicated. However, visual inspection suggests that a label or sticker had been applied onto the controller, covering the gore-tex membrane, affecting the audible sound of the alarms. The gore-tex membrane, which allows air to penetrate the controller but not fluid ingress, enables equalization of pressure and ensures proper loudness of all alarms. An obstruction can prevent the speaker from moving sufficiently to produce the required loudness. As a result, no failure detected, the reported event could not be duplicated at the bench level. However, the most likely root cause of the reported event can be attributed to a foreign label which obstructed the gore-tex membrane. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.